Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded multiple episodes where the minute ventilation (mv) feature disabled resulting in a mode switch. Review of the device data determined one episode where mv was disabled was due to high impedance measurements. The patient was noted to be in atrial fibrillation (af) 100 percent of the time. The device was reprogrammed to a new vector to mitigate further mode switches. This device remains in service. No adverse patient effects were reported.